Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5w1 drawer 3.1 pocket d3 failed and device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1-pocket d3 device was not detected on bus. A field service engineer confirmed new cubie was inserted into drawer 3.1, and the pyxibus cable at the back of the station was reseated. The cubie was recovered and deleted. After these actions, the station reported no failures, all cubies were detected, and rx successfully opened drawer 3 with the cubie properly recognized. The system functioned as intended after the field service engineer repaired the device.